Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and would not open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the full-height drawer rails had failed, preventing the drawer from opening. The fse replaced the rails and verified functionality using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.